Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system devices. A gore® dryseal flex introducer sheath was inserted from the right femoral artery. After the first gore® tag® conformable thoracic stent graft with active control system was implanted in the descending aorta, the stent graft gradually moved upward. A second gore® tag® conformable thoracic stent graft with active control system was implanted to extend the first device, above the superior mesenteric artery, along with implantation of a gore® viabahn® vbx balloon expandable endoprosthesis in the celiac artery. After all devices were implanted, when the gore® dryseal flex introducer sheath was removed, it was observed that the insertion site had been injured. The injured site was repaired surgically. The physician reported that there was severe calcification in the femoral artery, and strong resistance was encountered when the gore® dryseal flex introducer sheath was inserted; therefore, the vessel might have been torn at that time.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported information indicates the patient's femoral artery was severely calcified. The device instructions for use provide warning to evaluate vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) to ensure successful use of the device. The cause of the reported access vessel injury may be attributed to the use of the device within anatomy that was inadequate to accommodate the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.